Manufacturer narrative:
Device history record has been requested, and device is in the investigation process.

Event description:
Pt experienced 2 broken sternal plates. He was originally wired and the wires broke; pt was partially healed so the surgeons chose to put in 2 plates. Surgeon is unsure how much activity pt performed, he is a roofer. Both plates broke and were explanted; no bone healing had occurred and the cartilage was torn. This is the second of two reports for this event.